Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-12246. It was reported the pt's stimulation has changed following a car accident. X-rays determined the lead had migrated. F/u revealed the ipg and lead were explanted and new system was implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.